Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported.

Manufacturer narrative:
The user reported differences between sg and bg values. Based on the available information, sg and bg readings have shown improved agreement since the relink. The user was advised to continue using the system and to enter bg values as calibrations when practical, particularly when differences are observed. Upon review of dms, the user is currently using the system, and the information is up to date.

Manufacturer narrative:
The user reported discrepancies between their blood glucose (bg) readings and the sensor glucose (sg) values. Customer care reviewed general statements and educated the user on lag and calibration best practices, but the user felt the discrepancies were abnormal. The case was escalated to the next level of support. Review of sensor data did not indicate any system malfunctions. Support provided instructions to perform a sensor re-link to clear the calibration buffer and correct a potential calibration misalignment by updating the calibration file. The re-link was successfully completed, and subsequent review showed bg and sg values were in better agreement. The user was advised to continue entering bg values as calibrations when practical, especially when discrepancies occur. The case was closed after confirming improved performance and ongoing system use. B4. Date of this report 27 dec 2025. G3. Date received by the manufacturer? 27 dec 2025. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.